Event description:
A report was received that a patient with a model 106 generator is not having their programmed output current delivered. The error code being seen stated "the programmed current is possibly not being delivered at the specified level (possibly limited by battery voltage, lead impedance, or other reasons). Reprogram the pulse generator to a lower output current and a wider pulse width". The physician stated that this message was received upon interrogating the device and that it did not go away with increasing the pulse width. No patient information is known at this time. No additional relevant information has been received to date.

Event description:
Generator data was received and reviewed for the patient's generator and revealed that the patient's generator did not show low output current when programmed to a lower output current, and that this is due to the fact that the minimum output current that the generator is expected to deliver after accounting for normal variations in impedance accuracy and output voltage is lower than the programmed output. Thus, it is expected that the generator was unable to output the programmed output current. It was seen that the max deliverable output current, when the patient was programmed to a high enough current value that could not be delivered, was noted to result in the programming system displaying that the generator was not supplying any current, and not the max current that could be supplied by the generator based on the impedance and voltage. This phenomenon is investigated in change request m106-1491 which states that a model 106 generator with a low programmed frequency, impedance within normal limits, and inability to provide the expected output current will display a low output current with a disabled status (no current being delivered at all) however is in actuality still providing the max current able to be delivered. No additional relevant information has been received to date.

Event description:
Further information was received from the physician's office that the patient's device was able to be checked with the livanova representative and saw that the patient's frequency value was programmed to a low setting. It was also noted that the patient had an excessive duty cycle. It was stated that when the patient's device was checked the generator was not delivering any current. The patient's device was programmed to an output current at which the current began to be delivered and was sent home from the clinic. The patient then presented at the emergency medical unit later the same day due to seizures and the vns was again showing an output current low message, indicating no therapy was being delivered. The patient's frequency was then increased at this point. It was stated that after the frequency was increased, the patient was programmed to max output current and began to receive the therapy however could not tolerate it and choked and vomited every time the patient received stimulation, consistent with the patient's on time. The patient's output current was then decreased and titrated until the patient was able to tolerate the stimulation being delivered. Diagnostics were reported to be within normal limits and patient's device is providing stimulation. No additional relevant information has been received to date.